Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)# k111860, k130470. Device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, this is a report of one occurrence and a global escalation. No false results are reported out to clinicians or patients. The following information was provided by the initial reporter: the instrument reports positive patients on the bd max ex ent bac 26 panel with atypical curves. No false positives were transmitted to doctors and patients. For several months, the laboratory has been experiencing problems with false positive results on the bd max ex ent bac 26 panel. Ironing patients gives a negative result. The false positive curves are atypical with weak fluorescence (<400). Actions taken without improvement.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had an "false positive" error. Customer reported that they have been receiving false positive on patient samples on ebp. Field service have visited the sites and replaced reader a, all four pumps and tubings, and performed numerous normalizations. Review of the database by r&d have shown numerous incident of normalizer drift. R&d is currently investigating the issue and working to implement a permanent corrective action. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and earlier in the month the instrument experience false positive results. Field service renormalized the reader, aligned the gantry, drawers and magnets, and replaced all pump and tubing. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to normalizer drift. Complaint is confirmed by service. Complaint history for ¿false positive¿ was reviewed for the month of (B)(6) 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, line hw70.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, this is a report of one occurrence and a global escalation. No false results are reported out to clinicians or patients. The following information was provided by the initial reporter: the instrument reports positive patients on the bd max ex ent bac 26 panel with atypical curves. No false positives were transmitted to doctors and patients. For several months, the laboratory has been experiencing problems with false positive results on the bd max ex ent bac 26 panel. Ironing patients gives a negative result. The false positive curves are atypical with weak fluorescence (<400). Actions taken without improvement.